Event description:
A user facility technician reported a patient reaction associated with a treatment on a meridian hemodialysis machine. Prior to the start of therapy, saline solution was used with the machine to flush renalin disinfectant out of the dialyzer. A portion of the remaining saline solution was drawn into a syringe and was used to flush the patient's catheter. The patient then complained of itching around their catheter, had blurred vision, reduced response to questions, and bradycardia. It was reported that the patient "didn't look quite right", and their consciousness altered. The patient was immediately administered 200ml of fresh intravenous saline solution via their catheter and administered oxygen and became reoriented in approximately 20-30 seconds. There was no patient injury associated with this incident. Afterwards, the remaining saline solution in the bag and the saline solution in the syringe both tested positive for renalin disinfectant. The technician then checked several other bags of saline hanging on other machines and also found some traces of renalin.